Manufacturer narrative:
Correction: verbiage below was inadvertently omitted from h10 of the second follow-up report. Correction to g3 of the initial medwatch. The aware date should be 27 september 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out video connector latch/socket could not be identified. The phenomenon of the worn-out video connector latch/socket might have been prevented by following the instructions for use below: [important information ¿ please read before use] do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the reporter. The event was observed when the travel cart returned from a procedure in the operating room. There were no other devices involved or replaced in the event. There was no delay in the procedure that was going to occur. The procedure was completed using a different device.

Manufacturer narrative:
Updated field: b5. This supplemental report is submitted to provide the information obtained by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of a damaged picture in picture (pip) port was confirmed. The evaluation found a worn video connector latch, which had caused a poor connection to the pigtails. In addition, there was metal exposed on the top cover of the housing, corrosion on the bottom chassis and the software required an update. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported the picture in picture (pip) port was damaged on the evis exera iii video system center. During the inspection of the returned device, the evaluation found a worn video connector socket. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.